Event description:
The patient reported that the pump was rebooting about three times daily for a week and reset to default time and date each time. The patient confirmed that there was no damage to the battery compartment or cap and he tried a new battery without resolving the issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box showed reboots had occurred. No damage was found to the battery compartment or cap. The battery cap attached securely to the pump and the pump powered on normally. The pump was exercised for 24 hours without power issues. The battery cap was tested and no contact defects were found. The pump was opened and no damage or defects were found to the power circuit. Unrelated to the complaint, the keypad was observed to be torn at the ok button.